Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 7/2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis, right knee effusion [joint effusion], total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 7/2010. The pt's medical history was significant for previous medical device implantation with synvisc (first course). On (B)(6) 1998, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided), (second course), in the right knee. The lot number of synvisc was not provided. On (B)(6) 1998, the pt developed synovitis in the right knee. On unspecified dates in 1998, the pt developed moderate to severe right knee effusion and 65 cc of slight turbid yellow fluid aspirated. Later, the pt was treated with xylocaine (lidocaine) at a dose of 1 cc and intra-articular celestone (betamethasone) at a dose of 2 cc. After 24 hours, on (B)(6) 1998, the pt recovered from the event of synovitis in the right knee. On (B)(6) 1998, the pt received second synvisc injection in the right knee. On (B)(6) 1998, the pt again developed synovitis in the right knee. On unspecified dates in 1998, the pt developed severe right knee effusion and 65 cc of slight turbid fluid was aspirated. Later, the pt was treated with xylocaine (lidocaine) at a dose of 1 cc and intra-articular celestone (betamethasone) at a dose of 2 cc. On (B)(6) 1998, the pt recovered from the second episode of synovitis in the right knee. On (B)(6) 1999, the pt underwent total knee replacement. The action taken with synvisc treatment was not provided. The outcome for the events of right knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The outcome for the events of right knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in the right knee was moderate. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and with the event of total knee replacement as unrelated. The relationship between synvisc and the event of right knee effusion was not provided by the reporting physician. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).